Manufacturer narrative:
This report is for one unknown metaphyseal screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis.additional information, not captured on previous initial report.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The fracture was displaced when the screw was tightened to the plate even with 3 wires in place. The procedure had extended operative time of greater than 14 minutes and less than 30 minutes due to device related reasons.

Event description:
It was reported that during a procedure to implant the va lcp 2.7mm calcaneal va locking plate, the surgeon reports the left calcaneous fracture displaced a bit when the metaphyseal screw was tightened down to the plate. This is from va lcp 2.7mm and 3.5mm midfoot/hindfoot system mpe 30. This report is for one unknown metaphyseal screw. This is report number 2 of 2 for (B)(4).